Event description:
It was reported that the patient presented with exacerbation of chronic obstructive pulmonary disease (copd) and mild congestive heart failure. The patient had experienced increasing shortness of breath and wheezing for approximately two days. It was determined that the left ventricular (lv) pacing may have been adversely affecting the patient. The patient was hospitalized and parameters on the lv lead were reprogrammed to eliminate the lv pacing. The lv lead remains implanted. It was noted that the patient is taking part in the product surveillance registry study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that about a month after implant, the patient's worsening chf (congestive heart failure) and associated fluid retention was treated with medication. Several months post implant, the bi-ventricular pacing was re-initiated; however, several days later, the patient's breathing worsened and the patient required the use of supplemental at home oxygen. Fluid accumulation was consistent with worsening chf. Again, the lv pacing was eliminated. It was noted that the patient had been consulted previously and there was no malfunction with the lv lead.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).